Manufacturer narrative:
On 09/10/2019, mentor became aware that the patient's impacted product was on the right side, not the left side as previously reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/7/2019, mentor received the device for analysis. Device evaluation summary during evaluation of the device it was observed to be ruptured. It was received incomplete in two parts, in addition within the edges of the rupture it was noted shell abrasion. No additional anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device, which resulting in a tear at a later date. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with mentor memorygel breast implant 350cc and experienced a rupture on the left side post operatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implant 375cc, catalog # 3503751bc, serial# (B)(4) on (B)(6) 2019.